Event description:
Litigation alleges that the patient suffers from pain, weakness, clicking/popping, loss of mobility, inflammation and difficulty with daily living activities. It is also alleges that she has elevated levels of cobalt-chromium metal ions. Bilateral.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/18/2014 - pfs and medical records received. After review of the medical records for MDR reportability, two stems are being added to the complaint as they are alleging high metal ions (no lab results provided). It should be noted that according to the primary operative notes, the patient was implanted with poly liners and ceramic heads in both hips. No sticker sheets provided. There is no new additional information that would affect the existing MDR decision.